Event description:
It was reported that during implant attempt, the doctor thought the coil may have been damaged. The lead was not used. There were no patient complications reported as a result of this device. It was reported that during implant attempt, the doctor thought the coil may have been damaged. (B) (6) 2010: the lead was not used. There were no patient complications reported as a result of this device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the defib conductor is distorted.